Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was no table movement. Upon troubleshooting actions, rse reviewed logfiles and found that the table had an overvoltage condition on the table, after which the table tilt drive was not detected. The rse advised the customer to bypass the tilt drive; after bypassing, a table height drive issue was identified. Subsequently, the customer inspected the cable and found a loose connection. After reconnecting the cables, the table functioned except for tilt and cradle movements. A review of the system logfiles found that the table movements were partially available. The rse instructed to replace the table long smart drive. Later in another case, the philips field service engineer (fse) went onsite and replaced the table smart drive and performed calibrations. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.